Event description:
User is having issues with low calcium results. He provided two patient samples examples: sample 1, the initial was 8.3. The sample was repeated on a second d module at the site, and gave a result of 9.5 mg per dl. Sample 2, the initial was 8.4. The sample was repeated on a second d module at the site, and gave a result of 9.4 mg per dl. User stated, "their laboratory information system generated a delta check flag, and no erroneous results have been reported". No other assays were affected. Patients were not adversely affected. The field service representative found a problem with the switch over valve to be the cause, and replaced valve. To verify analyzer performance operational tests, calibration and controls were run, with all results within specification. The customer states since the service visit, the analyzer has been running "much better". He has had no further incidents of low calcium results.